Manufacturer narrative:
Upon disassembly for visual inspection corrosion was found on the sockets and the motor cartridge. The motor was stuck in the housing and the rotor coupler and the spindle houisng were worn.

Event description:
It was reported that the core impaction drill heated up during a case. There was no patient or user injury reported and no adverse consequences alleged with this event. The procedure was completed successfully with a backup device.